Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor position encoder error and motor error several times today. The patient's blood glucose at the time of incident was 8.2 mmol/l. Troubleshooting was initiated for the motor issues. The drive support cap appeared normal. The insulin pump was not exposed to a high magnetic field. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file also, unable to perform the a21 error, occlusion and no delivery tests due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the currents test, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had minor scratched display window.